Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tune lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9 am with a high blood glucose level of 469 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting their insulin pump, but the device failed to pass the self-test. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.